Manufacturer narrative:
D1. Brand name corrected. D4. Serial corrected.

Manufacturer narrative:
Corrected information was provided in b1 (is product problem). Upon review, it was identified that it was inadvertently omitted from the initial report. H6 component code, type of investigation, investigation findings, and investigation conclusions codes have been updated to reflect investigation closure. The cause of the hemolysis was most likely use issue related since after repositioning, urine immediately started to clear.

Manufacturer narrative:
The impella device was not received from the customer; therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
A 53-year-old male with acute myocardial infarction and cardiogenic shock was managed with impella cp support, initially complicated by severe hemolysis due to malposition of the device, which resolved after repositioning; the patient required inotropic support with dobutamine, and close hemodynamic monitoring, showing gradual improvement with normalization of urine output, clearance of lactate, and recovery of left ventricular function (ef improving from 30% to 40%), allowing progressive impella cp weaning and eventual successful removal. Based on the clinical information available, the impella cp will be coded for hemolysis, which is consistent with known risks associated with impella cp as listed in the instructions for use. Hemolysis in this case was probably related to impella malposition, with the device outlet probably positioned at the aortic valve, causing higher shear stress and red blood cell destruction. Prompt recognition and repositioning are critical to mitigate these complications and has been performed by the staff.